Event description:
During a pta treatment procedure of a rough, fibrotic and heavily calcified right forearm dialysis graft, the tip separated from the catheter upon withdrawal. The tip of the oasis catheter separated from the catheter although upon withdrawal, the tip followed the catheter out of the sheath so no retrieval was necessary. The procedure was reported as successful and the patient was doing fine following the procedure.